Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and later explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture and caused inappropriate therapy. The lead will be replaced with a new one in the future, but currently remains in use. No further patient complications have been reported as a result of this event.